Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and the right ventricular (rv) lead exhibited high sensing integrity counter (sic) measurements. The leads will be monitored and remain in use. No patient complications have been reported as a result of this event.